Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion alarm at infusion site on 06-jul-2024. Patient reported that blockage was at the site. Infusion set was used for more than 48 hours. Blood glucose level was displayed high at the time of event. Therefore, patient took correction bolus via pump. Patient customer changed supplies as necessary and resumed insulin therapy. No further information was available.